Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had buttons was not working as well as insulin pump error alarm when putting in a battery. The customer¿s blood glucose level was unknown. Customer stated that buttons or faded and hard to read the screen. Customer also stated that rewinding it was not quiet and batteries did not last as long. The insulin pump will not be returned for analysis.